Event description:
The device became inoperative with a kb0033 error code. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code in memory, and replaced the ai pcb, inspiratory electronics pcb, and the inspiratory autozero solenoid. The unit then passed extended self testing.